Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm x 2.75mm, concentric, de novo target lesion was located in midly tortous and moderately calcified left anterior descending artery. After a non-bsc wire crossed the lesion, the physician exchanged the wire with a rota floppy wire through the micro catheter. After rotablation was performed with a 1.5mm rotalink plus, a non-bsc balloon was advanced for pre-dilatation. Then, a 24x2.75mm promus elite drug-eluting stent was advanced and deployed for treatment. Post stent deployment, a 3.0x10mm non-bsc balloon catheter was advanced and post dilated the deployed stent at 24 atmospheres. The physician then used a high profile 3.5mm nc balloon for proximal optimizing technique at high pressure. However, due to aggressive post dilatation, it was observed that the stent strut got fractured at proximal segment. To cover the site, a 3.5x12m promus elite drug-eluting stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.